Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint wire defective. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed at the grip-crimp location. Additional findings not reported by the site: the instrument was found to have thermal damage on one of the bipolar yaw pulleys.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted to have a defective wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. The procedure was completed normally without any incident and without delays.